Manufacturer narrative:
Analysis: receipt condition - the device was received inside in a return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. Visual evaluation of returned device - leaflet 1 and leaflet 2 were in a closed position, leaflet 3 was in an open position. All leaflets were tan and flexible. Leaflet 1 dehiscence, approximately 10 mm in length, was observed on the superior coaptation junction extending along the stitch line of commissure 3-1. The manufacturing sutures along the stitch line appeared intact. Leaflet 2 dehiscence, approximately 5 mm in length, was observed along the shoulder approaching commissure 2-3 with the leaflet still attached to the commissure. The tissue appeared textured along the dehiscence. Exposed manufacturing sutures on the margin of attachment appeared intact. Leaflet 3 dehiscence, approximately 6 mm in length, was observed along the superior coaptive junction approaching commissure 2-3. Additional leaflet 3 dehiscence, approximately 9 mm in length, was observed on the superior coaptive junction approaching commissure 3-1. Commissure 3-1 was encapsulated by thick, tan pannus; leaflets 3 and 1 were dehisced inferiorly. Commissure 1-2 was encapsulated by a layer of off-white pannus; unable to assess condition due to pannus overgrowth. Commissure 2-3 pad appeared intact; leaflet 3 was dehisced inferiorly. A bent strut was noted on paddle 1. Scratches were found on the frame. Damage on the frame may have occurred during the explant procedure. Thick, tan pannus lined the inflow, extending into the inner lumen. Pannus was observed to have receded from the inflow crown and / or inner lumen, reducing the orifice area. Remnants of tan pannus remained attached to the outflow frame extending to the outflow margin of attachments of all leaflets covering 1 to 3 mm onto each leaflet. An unknown amount of pannus may have been removed during explant. Multiple broken sutures were noted on the valve skirt; on nodes 1 and 2 below commissure 2-3 and on an inflow crown. A loose suture was found between nodes 1 and 2, below commissure 2-3. Tissue deterioration (hole) was observed on the valve skirt between leaflets 1 and 2. Broken sutures were noted adjacent to the hole. Radiography did not reveal calcification or frame fractures on the valve. Updated data: h6 - annex b, annex c, annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h1 event now meet criteria for a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the patient was admitted to the hospital for shortness of breath (sob) after recently being admitted to another hospital for heart failure. A transthoracic echocardiogram (tte) was performed and showed severe central aortic regurgitation. A computed tomography (CT) was performed two days later. One week after presenting for sob, the valve was explanted, and a non-medtronic surgical aortic valve (sav) was implanted. The event resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 9 months following the implant of this transcatheter bioprosthetic valve, regurgitation was observed. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that in addition to the shortness of breath, chest pain and edema also presented with the initial hospitalization. Symptoms occurred with light chores around the house including cooking. A diuretic was administered. The transthoracic echocardiogram (tte) performed identified at that time showed regurgitation, but the severity was unclear. As reported, there was no evidence of valvular dysfunction. The patient was discharged 2 days following admission with the diuretic. Rehospitalization was later required for the device replacement intervention.

Manufacturer narrative:
Updated data: b3, b5, d9, h6 product analysis: the results of the analysis are pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.